Manufacturer narrative:
It was initially reported the manufacturer received information alleging a patient expired while using a ventilator. The reporting facility has confirmed the ventilator did not cause or contribute to the reported event.

Event description:
The manufacturer received information alleging a patient expired while using a ventilator. The manufacturer is currently investigating this event and a follow-up report will be filed when the investigation is complete.